Manufacturer narrative:
(B)(4). Additional device evaluated by MFR summary: no physical sample was received for investigation. Two complaint sample photographs were received containing batch details as pds*ii product code nw9262 lot number was not provided. Photograph 1 was observed with needle description 50 mm ½ circled heavy round bodied needle. And photograph 2 was observed with needle description 48mm ½ circle heavy taper point. Data source for this verification was ethicon approved artworks and it is concluded that the received photograph was matching with ethicon approved artwork of revision no. Tmv05 and tmv06 respectively for ceco box and there is no indication of incorrect components in the marketed product.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional device captured in mw 2210968-2019-88263.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The needle configurations are found different on outside packaging. Pack 1 - 50 mm 1/2 circle round bodied & pack 2 - 48 mm 1/2 circle taperpoint. There were no adverse patient consequences reported.